Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they woke up in the morning to take a bolus the insulin pump¿s screen was black. They took the battery out and reinserted it. The screen came back on but then went out again. The customer¿s blood glucose level was 200 mg/dl. The customer stated the insulin pump was neither exposed to extreme temperatures nor direct sunlight. They were advised to stabilize at room temperature. Customer stated the black screen did not disappear. The device will be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was tested with no missing segments/partial display and black display noted. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained address/serial number label and minor scratches on display window noted.